Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with mild tortuosity and heavy calcification. After preparing the target lesion with a cutting balloon, pre-dilatation was performed with a 3.0 x 8 mm non-abbott balloon catheter. The 3.5 x 12 mm delivery system was advanced over a balance middleweight (bmw) guide wire, and positioned in the lesion without issue. The balloon was inflated per the instructions for use (IFU) to deploy the implant. After deflation, a lot of force was used to retract the delivery system. The balloon of the delivery system was inflated once again to 6 atmospheres (atm) and deflated to 0 atm with no negative pressure, but there was no change of the situation. It was noted that the physician did not use negative pressure on the balloon, but tried to remove it under neutral pressure. The balloon was confirmed to be fully deflated under angiography. The delivery system was pushed forward, but resistance was still noted; therefore, the delivery system needed to be removed with force. Resistance was also noted with the guiding catheter during removal, and force was applied to remove the delivery system. After removal, the balloon appeared normal, and tightly folded. A 3.75 x 10 mm non-abbott balloon was used for post-dilatation, and the procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to remove post deployment and difficulty to remove/guiding catheter resistance could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The case information indicates that no negative pressure was used on the balloon, but it was attempted to be removed under neutral pressure. It should be noted that the instructions for use states: while maintaining guide wire position and negative pressure on the inflation device, withdraw the delivery system. There was no damage noted to the device during the inspection prior to use which suggests that a product deficiency did not contribute to the reported difficulties.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA # listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.